Manufacturer narrative:
Batch review performed on 13 may 2024: lot 1905111: (B)(4) items manufactured and released on 31-jul-2019. Expiration date: 2024-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision for knee infection and the pathogen is unknown. At 2 years and 10 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.